Event description:
It was reported that stent damage occurred. The 80% stenosed, 3.50 x 38 mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 3.50 x 38 synergy drug-eluting stent system was used for treatment. However, the tip of the stent strut was lifted upon entering the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the synergy ous mr 3.50 x 38mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. The distal stent struts were noted to be bunched proximally. The undamaged stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 3.50 x 38 mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 3.50 x 38 synergy drug-eluting stent system was used for treatment. However, the tip of the stent strut was lifted upon entering the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.